Event description:
The hcp reported the pt was experiencing "pain in back because increased weakness of left leg." The pt was hospitalized for 4 days, the pump settings were decreased, an MRI was done, and the pt was treated with robaxin and non steroidal anti inflammatory drugs. The pt is reported to have recovered without sequela. The pt is scheduled for a cat scan of the abdomen and back for further evaluation.